Event description:
According to user information: after setting the rod, the fixing screws on the tulip heads were finally fixed with the torque and counterholder in accordance with the manufacturers instruction. The torque driver did not trigger acoustically and haptically as usual. Although the construct made a stable impression intraoperative, a dislocation was detected during the post op CT checkup. Dislocation of the fixation screws, and thus a limited fixation of the rod, became visible during the postoperative CT checkup. During the subsequent revision surgery, it was found that the outer edge of the tulip pads of some of the screws had partially sheared off. To be on the safe side, the entire construct was removed and the patient was treated again.